Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that the generator was not able to fire monopolar energy. The caller replaced the cautery cables and tested both monopolar ports, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer power cycle the erbe generator. The caller confirmed that there was no interfering equipment, and that the erbe was plugged into a dedicated wall socket. The customer also tested the erbe in a different wall socket. The tse asked the caller if they had a third-party generator and the customer said no. The tse reviewed the system logs and found an internal generator issue related to the monopolar energy. The surgery was proceeded using only bipolar energy. There were no reports of patient injury. Isi received the following additional information via follow up: the system did not present any errors when initially powered on. The c-34 fault occurred about half an hour into the surgical procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). They system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. During power-on test, the c-34 error was found. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.